Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer was broken. Analysis also found the upper case, lower case, and two side bail covers were broken. One side bail was missing and the serial number label was torn (cosmetic). (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for trade-in, analyzed and tested out of specification. There was no patient involvement reported.